Manufacturer narrative:
The technician inspected the bed and could not duplicate the issue; he found bed functions as designed. Per the hill-rom service manual the century bed requires an effective maintenance program. We recommend that you perform annual preventative maintenance. Ensure the bed does not move when the brakes are activated. Adjust the brakes if necessary. Inspect and adjust the steering mechanism if necessary. Check the caster tires for cuts, wear, tear, etc. Replace if necessary. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. No repair was needed the technician found the bed functions as designed. Based on this information, no further action is required.

Event description:
The account reported the brakes were no functioning. The bed was located in the MRI area at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint#(B)(4).